Manufacturer narrative:
Work order passed. The product (9733627) was returned and the returned battery was connected to a known good ups and allowed to fully charge before testing. With a load applied consisting of a 500w lamp and under battery power the ups shut down immediately. The battery will not hold a charge. Other relevant device(s) are: product ID: 9733627, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system doesn't hold power for more than 5 seconds after it was unplugged. There was no patient present.